Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 14, 2023, that an ultraflex esophageal ng distal covered stent was to be implanted in the middle esophagus to treat a 6cm esophageal stricture during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous, and it was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent deployment suture was released approximately 50% and the stent could not be deployed any further. The ultraflex esophageal stent was removed from the patient partially deployed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient status was stable.